Manufacturer narrative:
Concomitant medical products: 6944 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the emergency department via ambulance. The alert was triggered due to low pacing impedance on the right atrial lead; however, a remote monitoring transmission indicated that the measurement had returned to the expected range. An x-ray was performed and showed no signs of an issue. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.